Event description:
A report was made regarding a decline in battery life causing the pump to randomly shut down, which led the user to switch to manual insulin shots. The user experienced no adverse impact on blood glucose levels as a result of these issues. No additional actions were taken as the caller declined any further assistance or troubleshooting, and the case was subsequently closed by technical support.